Event description:
It was reported that air bubbles were observed within the tubing. There was no reported adverse impact. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.